Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only a connector portion of the lead was returned in one piece for analysis. Final analysis found multiple external insulation abrasions exposing the outer coil located between the suture sleeve impression and the distal tip. Electrical testing found internal shorts between conductors due to the damaged insulations consistent with procedural damage. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.